Event description:
It was reported that the caller experienced a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was guided through a complete pump reset by customer technical support, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.